Event description:
Additional information provided indicating that there was no patient involved.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Functional testing was performed. Functional testing was performed. The analysis was unable to duplicate the customer's stated problem. Testing was performed and the device did not find downstream occlusion failed at under 9psi instead it was at 24psi. Therefore, no problem found with the issue. However, it's recommend to replace the downstream occlusion sensor as preventive measure.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed downstream occlusion test under 9psi. There was no reported adverse event.